Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The target lesion was located in a tortuous and severely calcified left anterior descending artery. The lesion was predilated with a 2.0x12mm apex balloon. The 2.5x32mm taxus liberte' drug eluting stent was advanced to the lesion and deployed at 16 atm's. Te balloon was deflated and the physician experienced resistance when attempting to remove the balloon from the stent. The balloon was reinflated to 12 atm's and the balloon was able to be removed. The stent remained in place and was post dilated with an unspecified balloon. No pt complications occurred. Pt's status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.